Manufacturer narrative:
Concomitant medical products: 977a260, serial#: (B)(4), product type: lead. Product ID: 97791, lot#: unknown, implanted: (B)(6) 2016, product type: accessory. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 22-jan-2020, UDI#: (B)(4). Product ID# 97714, sn: (B)(4), the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to an overdischarge. Product ID# 977a260, sn: (B)(4), the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the all the conductors were broken; 14.2 cm from the distal end of the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the ins was in suspected overdischarge. The patient had not used stimulation in a while and was unable to charge. The patient was scheduled to meet with manufacturer representative (B)(6) 2017. No patient symptoms were reported. No further complications were reported/anticipated. The indication for implant was non-malignant pain and complex reg pain syndrome type ii. Additional information reported that the patient did not show up for the appointment on (B)(6) 2017. A voicemail was left for the patient, but no additional information has been received. No additional complications were reported/anticipated.